Manufacturer narrative:
After being notified by the customer, a verathon territory manager visited the facility and was unable to duplicate the reported issue with the subject bflex 2 large 5.8 single-use bronchoscope. The verathon representative also inspected all of their cables and confirmed that the monitor was able to charge successfully. The customer's bflex was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, the bflex functioned as intended and no image issues were observed. The device passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the bflex was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a bflex 2 large 5.8 single-use bronchoscope, it worked for about three (3) to four (4) minutes and then mid-bronchoscopy, the camera stopped working. It was reported that the screen on the connected glidescope core monitor went dark. A different bflex 2 single-use bronchoscope was obtained, which performed as expected. No procedural delay or patient harm was reported.